Event description:
The customer's mother reported that the customer was vomiting and had ketones present so she took him to the hospital. He was treated with fluids as well as something to stop the vomiting (mother couldn't remember the name of the drug). The hospital also performed a blood test. The customer was released from the hospital with a bg of 11 mmoi/l (198 mg/dl). (B)(6).

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospital visit for hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.